Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported activation failure was confirmed as a material rupture was identified that would have prevented the activation of the stent. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified left anterior descending artery. The 2.5x38mm xience pros stent delivery system (sds) was advanced; however, when attempting to inflate at 9 atmospheres it was noted the balloon would not inflate. The sds was removed and the stent struts seem to be kinked. Another unspecified device was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The xience pros device is currently not commercially available in the us; however, it is similar to a device sold in the us.